Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead developed lead noise. The patient was then scheduled for a lead revision procedure. During the procedure, it was discovered that the atrial lead had dislodged and was no longer in the proper position. The patient had been and was in atrial fibrillation rhythm making the dislodgement undetectable. It was noted that the events were most likely caused by clavicular crush. The atrial lead was partially extracted and capped along with the right ventricular lead on (B)(6) 2020. While attempting to implant a new atrial lead through the cephalic vein access point, the new lead was unable to be implanted. After multiple attempts, the physician opted to use a different lead and completed the procedure. The patient did not experience any adverse symptoms before and after the procedure. Related manufacturer reference number: 2017865-2020-04040, 2017865-2020-04041.